Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had a thrombus and cardiogenic shock. The patient was initially implanted with the vad off of ECMO. After the initial implant it was noticed that the patient was heparin induced thrombocytopenia positive. The patient had anticoagulation switched to bivalrudin but the team suspected that clots were forming with heparin therapy. The patient was therapeutic on bivalrudin for a few days. On (B)(6) 2019 that patient had respiratory problems. The patient was reintubated and the right heart struggled after intubation. The flows on the lvad went to 0 lpm. Speed reduced to 3900 rpm and medication was administered to support the right heart. The patient experienced 5-6 minutes of no flow during this time. Medications were administered and the pump powers read 7 w. The powers and flows then trended down to `2lpm. The device was exchanged on (B)(6) 2019 due to suspected pump thrombus. During the exchange, bivalrudin was used and the patient continued to clot circuits with act of 600 and bleed. Several clots were removed from the right atrium, aorta and left ventricle. The clots were also noticed in the device and outflow graft, full or nearly occluding the pump flow. The patient required rvad (right ventricular assist device) during exchange and the patient quickly began clotting off rvad and ivc. The patient expired later that day.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of the heartmate 3 lvas. A direct correlation between the heartmate 3 lvas and the reported event could not be conclusively determined. Additionally, a direct correlation between the observed thrombus and the reported cardiogenic shock, peripheral thrombosis, hitt, respiratory issues, bleeding, and right heart failure could not be conclusively determined. A brief pump stop was recorded on (B)(6) 2019 at 2:10:27. The pump resumed operating at set speed at 2:10:28 and no further issues were observed. A direct cause for the recorded pump stop could not be determined. A direct correlation between the recorded pump stop and the patient¿s adverse events could not be determined. The heartmate 3 lvas was returned assembled with the pump cable returned attached to the pump housing. The pump cable was returned severed approximately 9¿ from the pump housing and a distal segment of approximately 9¿ was returned separately. The modular cable was not returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The outflow graft was severed approximately 8¿ from the pump housing. Upon disassembly of the returned pump, examination of the blood contacting surfaces of the heartmate 3 lvas revealed a red, tissue-like thrombus formation within the lumen of the inflow cannula that was occluding the blood pathway. The thrombus formation extended into the eye of the rotor and partially extended into each of the rotor¿s vanes. The thrombus formation within the rotor was well-formed but not strongly adhered to the pump¿s blood-contacting surfaces and showed no signs of laminated layering, suggesting that it did not form within the pump. Consistent with the submitted log file findings (sudden decrease in flow with simultaneous increase in temperature and rotor displacement), this formation was likely ingested during pump support and would have occluded the blood pathway. The origin of the thrombus formation could not be conclusively determined. A red, tissue-like deposition deposition observed within the pump cover outflow showed no signs of laminated layering and was not strongly adhered to the blood-contacting surfaces. The deposition was not well-formed and appears consistent with poor surface washing due to the interruption in flow. The exact origin of the deposition could not be conclusively determined. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The heartmate 3 lvas IFU, contains the following information: section 1 of this document lists pump thrombosis, peripheral thromboembolic events, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 also lists thromboembolism as a potential late post implant complication and provides information regarding anticoagulation, including the recommended inr values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.